Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was unknown. The customer stated that she was in florida and just changed the insertion site leading up to the alarm. The customer stated that the buttons were not working the greatest leading up to the button error alarm. Customer stated that the buttons worked fine up until the insertion site was changed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.